Manufacturer narrative:
Voluntary medwatch report received: mw5156955.

Event description:
Voluntary medwatch report received noted loss of capture on the left ventricular lead. The lead was reprogrammed. No adverse patient effects were reported.